Manufacturer narrative:
It was reported that the patient underwent a laparoscopic supracervical hysterectomy and left ovarian cystectomy to treat symptomatic leiomyomas with uterus 12 weeks size on (B)(6) 2007 and mesh was utilized. On (B)(6) 2011 she had exploratory laparotomy, resection of masses. Post-surgery pathology showed low grade leiomyosarcoma which was treated with chemo and patient went for follow-up on (B)(6) 2014 which showed no recurrence. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The device information for use under precautions states" caution: the use of a laparoscopic tissue extraction bag is recommended for the morcellation of malignant tissue or tissue suspected of being malignant and for tissue that the physician considers to be potentially harmful when disseminated in a body cavity. As morcellation may affect endometrial pathologic examination, preoperative evaluation of the endometrium should be considered. Should malignancy be identified, use of the gynecare morcellex¿ tissue morcellator may lead to dissemination of malignant tissue. It is unknown if the actual device used in this patient procedure was in fact an ethicon morcellator. The event investigation is ongoing.

Event description:
It was reported by an attorney that the patient underwent a supracervical hysterectomy and left ovarian cystectomy on (B)(6) 2007, and a morcellex was utilized, which revealed symptomatic leiomyomas. In (B)(6) 2011, the patient underwent exploratory laparotomy, resection of multiple masses, bso, and trachelectomy due to increasing abdominal bloating. It was reported that the patient had a diagnosis of multiple tumor nodules was lms. In (B)(6) 2011, the patient began radiation therapy. The patient experienced terrible nausea, diarrhea, dizziness, gastritis, as well as radiation neuropathy. The patient completed radiation therapy in (B)(6) 2011. In (B)(6) 2012, the patient began seeing a gastroenterologist for problems eating, due to what was believed to be the effect of the intense radiation. The patient experienced nausea, intermittent vomiting with easy bloating, early satiety, alternating bowel habits, as well as epigastric and lower abdominal discomfort. The patient continues to experience discomfort in her hips, which limits the patient from walking. The patient also experiences vertigo, memory problems, and mental confusion, no additional information was provided.